Event description:
A liver retractor broke during use in a patient. The patient received a small laceration from the retractor. The retractor was not holding tight during the case, so they got another one. While trying to remove the retractor it would not completely flex back to the straight position and it got stuck in the trocar.  They were able to remove it with the trocar. The patient was having bariatric surgery. Additional information received (B)(6) 2013:the liver laceration was treated with surgicel and no further treatment was necessary. The case was a laparoscopic vertical sleeve gastrectomy.  The case was completed and no further problems occurred.

Manufacturer narrative:
(B)(4): one (1) device was received and an evaluation was performed. The date code has been worn off of the instrument and cannot be read. As a result, traceability to the lot code can no longer be determined. Therefore, the manufacture date and lot number of the instrument is unknown. The product code has been re-etched on the instrument by an unknown 3rd party. The instrument was visually examined and shows signs of extreme stress and wear. It was observed that the cap on the rotation knob had been replaced by a 3rd party and is not a carefusion part. The cable is broken and completely wrapped around the screw inside of the handle. All segments were accounted for and retained on the nitinol wire (wire that holds the segments). The break is consistent with mechanical overstress. This overstress most likely occurred due to over tightening the actuating knob. This repeated over tightening would cause stress, wear, and tear of the cable which over time has caused the failure. The proper use of this retractor is to tighten actuating knob until intended shape is achieved, additional tightening will not improve device performance. The root cause is overstressing of the instrument during use. Since the lot number is unknown a review of the device history record (DHR) could not be performed. The root cause was determined to be overstressing of the instrument during use. Trending for the reported issue will continue to be tracked and monitored.